Manufacturer narrative:
(B)(4). On (B)(4) 2014, the customer at (B)(6), reported that during a patient procedure on their brilliance 64 CT scanner, the tabletop was loose. The customer completed the patient procedure and contacted philips service. The customer continued use of the system until the field service engineer (fse) arrived. There was no report of harm to any patient, operator, or bystander. There was no report of mistreatment or misdiagnosis as a result of this reported event. There was no report of rescan or reinjection. On (B)(6) 2014, the fse visited the customer site and stated that he cannot secure the position of the tabletop. The bed cover was loose, which made it impossible to secure the bed. The fse tightened the bed cover fixture. The fse observed that the table top was not free-floating, but would move when using the tape switch the table top was moved strongly. The customer stated that the problem has occured a number of times that day. The butterfly screw for a service work is missing, and the upper tabletop slides. The fse determined that the service latch (quick lock) was not installed in the correct position by mistake of the fse. The fse then performed various operation checks and confirmed that the bed can be secured. The fse referred to the brilliance CT version 3.5 system performance manual to perform a performance test; all tests were successfully completed. On (B)(4) 2014, service had been performed on the system, which required access to the gantry. The service lock is only released during preventive (planned) maintenance (pm) or service visits in order to move the couch to access the gantry. Preventive maintenance is performed in accordance with the brilliance CT planned maintenance manual. This issue was submitted for engineering evaluation: when a failure of the latch occurs, the couch upper sub-frame is allowed to move, taking with it the carbon top and potentially any patient on the carbon top at the time of failure. There is no motor or drive for this, as the movement of the sub frame is designed to be manual by service. This latch is not intended to be disconnected during clinical use. The couch movement is achieved by motors in the sub-frame, which is latched in place relative to the base, and which drives the patient support (table) during clinical use for scanning and patient loading/unloading. If the sub-frame is not latched to the base, the couch becomes free floating at the sub-frame interface, rather than the carbon top. This free floating motion is similar to the motion that the trained user would notice when the tape-switch is used in emergency extractions. The users perform regular quality assurance (qa) of the system phantom during which the trained user would notice the free floating (i.e., disengaged) state of the couch. If the service latch is not engaged, and the user does not detect the free floating of the couch, there could be couch position errors introduced during clinical scans or qa checks that may not be reported by the system as an error to the operator. However, such couch position errors can introduce iq test failures during qa checks and incorrect positioning during clinical scans which may be detectable by the operator. Therefore, it is expected that a trained operator would not proceed to a clinical scan if qa check failed. Additionally, it is also expected that any incorrect positioning which could occur during clinical scans would not cause injury to the patient. The inadvertent motion of the sub-frame may cause a potential operator/technician entrapment and pinch point near the couch to gantry interface on the gantry bore side of the couch. The location of the hazard is not in an area where the user would normally be for patient loading/unloading or for operating the system controls from the gantry panel. Furthermore, the patient is not expected to have their arms in the vicinity of the same pinch point area during a clinical scan. Therefore, it is highly unlikely that either the operator or the patient will suffer injury from entrapment or the pinch point gap that results from the displacement between the tabletop and the sub-frame when the service latch is not engaged. Additionally, the service manual is being revised to provide more robust instructions on how to service the patient support. The service manual changes are internal philips documents ((B)(4)). The probable cause of the service latch wing nut being loose is that it was not sufficiently tightened by the fse following a previous service visit. The fse tightened the service latch. (B)(4).

Event description:
The customer reported that during a patient procedure, that the tabletop was loose. The field service engineer (fse) confirmed there was no harm to a patient, bystander, or operator. The customer was able to complete the procedure. The fse determined that the service latch under the table was not installed correctly. The fse re-positioned the service latch on the couch to resolve the issue.